Event description:
Rptr had a total of 5 surgeries to repair vision, which before surgery was only partially corrected by glasses. Rptr now has severely blurred vision at middle distances, and her near and distance vision has worsened. Rptr now has to use a magnifying glass in addition to her glasses, just to read and can no longer use a computer.